Event description:
It was reported that the insert spike of a solution set broke off into the solution container which resulted in a fluid leak. This issue occurred after spiking the solution bag during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which revealed a cracked/broken spike of the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.